Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device was found to be in back-up mode. A software download was not successful.